Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on and the patient was unable to remove the battery cap. The patient reported a blood glucose level of 300 mg/dl and did not experience any symptoms of high or low blood glucose levels. The patient noted there was no damage or corrosion seen to the battery cap or battery compartment. The issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed no evidence of unexplained power issues. The battery comparmtent and cap were found to be intact. The battery cap was tested and found to be within specifications. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the issue, the battery cap had increased resistance when removing from the pump. The issue is not likely to cause an adverse event as the issue is obvious and detectable to the user.